Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motion sensor test failure. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed motor error and would not rewind.. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was not able to complete the rewind process. The customer also reported to have received a motion sensor test failure and unable to perform displacement test due to the insulin pump was stuck in rewind loop. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unit was received with normal operating currents. Also, passed self-test, rewind test, basic occlusion test, primetest and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. Unable to verify motion sensor test failure alarm due to motor error alarm. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
The correct information has been provided with this report.